Event description:
The customer reported via the sales representative that during an ankle arthrodesis procedure, the tip of the bur began to flake and metal shards were visible. It is further reported that the fused wound was flushed at the end of the procedure.

Manufacturer narrative:
Device will not be returned to manufacturer. Additional info will be provided once the investigation is completed.